Manufacturer narrative:
Customer reported that there syringe ear has sensor error. The device was cracked on right plunger case. Performed syringe test and flange sensor test, no error which related to customer reported problem was found in ehl. Unable to determine who caused the problem, no problem was found on flange sensor. Replaced ear clip and ear clip spring for preventive, performed pm maintenance and all functional testing.

Event description:
It was reported that syringe ear had sensor error. No patient injury was reported.